Manufacturer narrative:
H10: additional information in b5, b6, b7, d1, d2, d4 and d10. H11: corrected information in b3.

Event description:
It was reported that, after a bhr resurfacing system right hip construct had been implanted on (B)(6) 2007, the plaintiff experienced intolerable pain, limited mobility, and a feeling of vibration. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. During surgery, areas of dark stained tissue were noted. The metallic cup and femoral head were explanted and replaced with a competitor´s tha system. After the revision surgery, the patient still complaints of hip pain.

Manufacturer narrative:
H11: corrected date in d1, d2, d4, and g4.

Manufacturer narrative:
A2: age or date of birth. Section h3, h6:it was reported that right hip revision surgery was performed due to pain, limited mobility and a feeling of vibration. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for the 46mm resurfacing head and 52mm acetabular cup was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint reopen date. Other similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. Without a definitive lot number a complete complaint history review cannot be performed for the devices involved. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further action is required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available clinical medical information was reviewed. It should be noted the surgeon noted the implants to be a stryker prosthetic cup and a resurfacing cemented prosthetic head (no manufacturer noted). The reported pain, elevated ions and darkened, stained pericapsular tissue may be consistent with metal debris; however, the clinical root cause cannot be confirmed and it cannot be concluded that reported events were associated with a smith and nephew implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information our investigation remains inconclusive and a definitive root cause cannot be determined. A potential root cause is possible the off-label use of components from different manufacturers. The surgical technique states: ¿do not use any component of the bhr system with another manufacturer¿s implant components, because designs and tolerances may be incompatible.¿ if the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. H6: health effect - clinical code.

Event description:
*Us legal mdl* it was reported that, after a bhr resurfacing system right hip construct had been implanted on (B)(6) 2007, the plaintiff experienced intolerable pain, limited mobility, and a feeling of vibration. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. During surgery, areas of dark stained tissue were noted. The plaintiff outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and complete instructions for use review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. It should be noted the surgeon noted the implants to be a stryker prosthetic cup and a resurfacing cemented prosthetic head (no manufacturer noted). The reported pain, elevated ions and darkened, stained pericapsular tissue may be consistent with metal debris; however, the clinical root cause cannot be confirmed and it cannot be concluded that reported events were associated with a smith and nephew implant. It should also be noted that preoperative metal ion levels were reportedly within the normal reference range. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. A potential root cause is the off-label use of components from different manufacturers. The surgical technique states: ¿do not use any component of the bhr system with another manufacturer¿s implant components, because designs and tolerances may be incompatible.¿ if the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.